Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed surgical valve, after three recaptures the valve was successfully implanted. The valve subsequently dislodged and was snared to a higher position in the aorta, following which, the patient became hypotensive. An electrocardiogram (ECG) revealed st depression. The valve was snared back further and left in the aorta. An angiogram showed a filling defect of the left main (lm) coronary artery. A coronary catheter was engaged in the lm and the blood pressure returned to baseline. An intra-aortic balloon pump (iabp) was placed and intravascular ultrasound determined that the surgical leaflet had been pinned up against the lm causing partial coronary occlusion. A percutaneous transluminal coronary angioplasty (ptca) was performed and a stent was implanted in the lm. Coronary fill returned to normal. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.